Event description:
The product was used during a tah procedure. Reportedly, the staples did not form properly. The surgeon manually sutured the staple line to complete the procedure. The hospital has reported no pt injury occurred.